Event description:
The catheter (subject device) was returned for analysis and it was discovered that the subject device ptfe (polytetrafluoroethylene) inner lining was removed (peeled) during use.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was kinked/bent in a number of locations. The catheter shaft was bent under the strain relief. The catheter tip was intact. The catheter hub was intact. During a functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was could not be flushed. A 0.0158" patency mandrel could not pass the proximal shaft below the hub but advanced distally until it met the same obstruction. After submerging the shaft in warm water, the mandrel still could not be advanced. The shaft was then cut, and material identified as what appeared to be ptfe (polytetrafluoroethylene) inner lining was removed. This material did not dissolve in water. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Based on a review of all available information and the analysis of the returned device suggests that the ptfe inner layer was likely damaged when resistance occurred advancing the fourth coil. Three coils were placed successfully before this issue. The as reported 'catheter hub friction' as well as the analyzed 'catheter shaft kinked/bent', 'catheter shaft blocked/occluded', 'device difficult to flush', and 'catheter ptfe inner lining peeling' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.